Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel processor board and control panel processor I/o board were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not boot up and would not expose. There is no report of pt injury associated with this event.